Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's representative regarding an implantable infusion pump with unknown morphine for pain. Caller reported the pump was removed probably within a year or two of the stimulator being implanted (which was around 2007 or 2008 in ca). Caller stated they couldn't get the needle in to refill the pump due to scar tissue. Caller stated "it was like double or triple the size". Caller stated the patient would refer to the pump as a morphine pump but wasn't 100% sure if that was the drug used or what the dose/concentration is but the pump was adjusted several times. Troubleshooting was not required. Pt had the pump removed and currently has a stimulator. Caller did not have the stimulator info or external equipment to verify the stimulator was medtronic. Caller will call back if the external equipment shows medtronic or they find the patient's ID card/implant info. Caller mentioned the patient has a diabetic pump as well but did not clarify if the diabetic pump is medtronic. : patient's daughter notified patient services that this patient's pump was removed and replaced with a stimulator sometime around 2007 and the procedure was done in (B)(6). The daughter could not find the stimulator external equipment or ID card to verify further info/confirm it is mdt. Patient moved to (B)(6).